Event description:
It was reported that during a da vinci prostatectomy procedure, the blade on the vessel sealer instrument would not retract. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blades to be dislodged. Visual inspection found the blade to be dislodged halfway. There was no damage on the blade and conductor wire. Failure analysis investigation also found the following damages: the instrument's knife cable was bent. Not only was the blade dislodged, the cable was bent to the side and it stuck out of the grip but still attached. The instrument's main tube was also broken. There was a piece of the main tube that was missing and it measured roughly about 0.028 x 0.020 by the distal end area. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing piece on the main tube found during failure analysis if to recur could cause or contribute to an adverse event.